Manufacturer narrative:
(B)(6)based on the investigation performed, the raw data was reviewed and no abnormalities or systems issues were observed. Sample 1 produced a sars positive result with a relatively delayed CT value of 31. This sample is likely a true low positive sample and the difference in assays is the most likely contributing cause of the non-reproducible results.(B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer from (B)(6) alleged a false positive of sars-cov-2 for a single patient with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system.the original sample generated positive results for sars-cov-2, and negative results for the flu a and flu b. Retesting of a new sample 6 hours later with the competitor instrument panther fusion sars-cov-2 assay generated negative result for sars-cov-2, negative results for the flu a and flu b. All the results were released to patient, no harm is alleged. Investigation from the review of data provided by customer did not identify any product problem.